Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing from cerner to ivp. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist connected to carefusion coordination engine (cce) and found that str proc 12019 was corrupt, which caused order numbers to populate twice. This process was required for rde orders to generate admit discharge transfer (adt) messages and prevent duplicate order numbers. Once re-established, orders began appearing normally. The system functioned as intended after the technical support specialist troubleshot the device.